Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8120-70, serial: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information indicates that the patient underwent an explant procedure due to getting unwanted stimulation in a non-targeted area. Reprogramming was unsuccessful. The patient is reportedly doing well following the procedure. Explanted ipg and lead were not returned to bsn as they were discarded by medical facility.

Event description:
A report was received that the patient underwent an explant procedure. No additional information is available at this time.

Event description:
A report was received that the patient underwent an explant procedure. No additional information is available at this time.